Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-nov-2016, an fse visited the customer facilities, replaced the sample nozzle and the sample syringe, and performed the required alignment checks and adjustments. He also decontaminated the system and installed new reagents. The fse replaced the substrate nozzle due to a little growth on seal and replaced a wash pump due to some leakage signs. Afterwards, as instrument verification, the fse ran a tsh precision with results close to target values. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a bad sample nozzle.

Event description:
On (B)(6) 2016, a customer reported obtaining results above specifications for quality control runs of multiple assays afp, cea, fsh, psa, tsh and beta-hcg while using their aia-2000 analyzer. The customer was unable to report results for afp, fsh and beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp, fsh and beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.